Event description:
Patient underwent explant of lead and generator. The reason for explant is because the patient picked through her old incision and pulled the lead out of her body. Doctors determined she was not a good vns candidate due to her excessive picking. The surgeon stated that the generator showed impedance values within normal limits even though half the lead was missing.

Event description:
The explanted generator and lead were received. Analysis is underway but has not been completed to date.

Event description:
The patient reported in a comment on the vns therapy facebook page that the device did not help her. She reported that ¿vns never helped me event I had a seizure, it didn¿t stop at all so I already had vns removed.¿ the patient stated that they had a seizure no matter how hard her dad tried to swipe the magnet. The patient¿s neurologist did not have any information on their lack of efficacy. No additional or relevant information has been received.

Event description:
Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The reported allegation of ¿insertion difficulties¿ was not duplicated in the lab. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse condition found with the pulse generator. An analysis was performed on the returned lead portion. The lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Event description:
Patient was seen by the surgeon due to impaired healing of the incision sites. Both incisions in the neck and chest were not healing properly possibly due to the patient scratching and picking at it. Patient claimed that the wires are poking thru skin and kept trying to pull it out because of that. She claimed to the physician and the medical assistant that she pulled it out. Patient was referred for x-rays, and based on x-ray findings, the physician reported that the patient has pulled her lead off of her vagus nerve and pulled the lead pin out of the generator. The neurosurgeon plans to give her two months to recover before seeing her again to correct the detachment. The medical assistant reported that there is no true malfunction of the device and that this is likely a behavioral issue with the patient. The patient's incision sites were cleaned and treated. No surgical intervention has occurred to date.

Event description:
Patient's device is planned to be explanted because according to the surgeon the patient tried to remove it herself. No known surgical intervention has occurred to date.